Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address subsidence and loosening of the tibia as well as loosening of the femur. Loosening was at the cement/implant interface. The manufacturer of the cement is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received. Review of the supplied medical records states the surgeon found evidence of aseptic loosening and instability with subsidence of the femur and the tibia. The records indicate the patient has femoral anteversion, femoral bowing, varus deformity and shortening of the tibia and femoral joint with evidence of shortening patella tendon and patella baja. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions about the root cause of the device loosening; however, patient anatomy is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated.